Manufacturer narrative:
The device has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, corrosion and debris were found in the nose of the attachment, including the upper bearing.

Event description:
It was reported that the device began overheating during testing of the equipment. The device was not being used during a procedure. There was no pt involvement and no adverse consequences.